Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat heavily calcified lesions with mild tortuosity in the circumflex (cx) and the left anterior descending (lad) artery. A whisper guide wire was advanced toward the target lesion. Rotoblating was performed in the cx. An unspecified balloon was used to predilate the lesion. A 4x28mm xience alpine stent was advanced toward the lesion and successfully deployed. Rotoblating was performed in the lad. An unspecified balloon was used to predilate the lesion. A 3x23mm xience alpine was advanced toward the lesion and successfully deployed. Near the end of the procedure a very distal perforation was noted. The perforation was not located near the alpine stents. The perforation healed itself so no additional medical intervention was performed. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.